Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive on the bending section cover was peeling and as a result, the insulation resistance value at the distal end did not meet the standard value. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the objective lens had discoloration due to chemical stress. It was also observed that the coating on the universal cord was peeling due to a handling issue. It was also observed that the forceps channel port and the scope connector was shaved due to physical stress caused by handling. It was observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was also observed that there was a lack of image on the monitor due to a stain adhering to the objective lens. It was observed that the paint on the suction cylinder was peeled. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling issue: plastic distal end cover, connecting tube, protector of the universal cord on the scope connector side, scope connector cover, lock engagement lever, lock engagement knob, up and down knob, right and left knob, flexibility adjustment ring, scope cover, switch box, scope connector, universal cord, grip, control unit and on the protector of the universal cord on the control section side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope has an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.